Manufacturer narrative:
Updated fields: b4,d9,e1(event site postal code: (B)(6) event site telehpone: (B)(6) ) ,additional fields: e1(event site additional email: (B)(6)). It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the iabp unit wents into the "standby mode" while in use. Shannon had been called to report that the pump has gone into standby modes numerous times during her shift and she states it was a problem during the night shift as well. She stated that there are no alarms when it goes to standby , and therefore she had to press the start key each time in order to resume the pumping. The patient is stable , and the pump works well during the time of pumping. When asked if it is possible that the pump has stopped to autofill she indicates that this was not the issue. Than he had suggested since this has been a continuous issue, she should switch to a different pump and report the current one to their biomed department. She agrees with this and did not need any assistance with the change. She had more questions and information was gathered for a complaint. A getinge field service engineer (fse) stated that this so was requested in error by customer the customer had already addressed the issue but the requesting biomed was not aware and the issue had been resolved. Service was not needed for this given complaint. Fse had also stated that this call was not being dispatched to me and he was not also not sure who it went to whenever he will receive the dispatch he will investigate the issue. There was no harm to the patient. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit keeps going in to standby . The nurse called to report that the pump has gone in to standby numerous times during her shift, as well as the night shift . The nurse explained that there are no alarms when it goes to standby, and that she had to press the start key each time to resume pumping. The patient is stable, and the pump works well when pumping. When asked if it is possible that the pump has stopped to autofill she indicates that this was not the issue. The pump was switch out to a different pump. There was no patient harm or injury reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.